Event description:
Healthcare professional reported a xen®45 gts "injector got stuck and would not eject, attempted to reload but the tube cut" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.